Manufacturer narrative:
Qc was within expected ranges the day of event. The system checks performed two times the same month in 2008 were within specifications. The specimen was collected into plastic bd serum tube. Per customer, the sample was processed initially through the closed tube accessing (cta) system and was sampled from the primary tube. On repeat, the specimen was loaded directly on the instrument in an aliquot vessel (av). A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that high sonication voltage was lower than specification which was adjusted. Per technical specialist, lower transducer voltage could cause inadequate mixing of particles and could cause erroneous results. The fse performed 50-replicate psa precision testing with no fliers. The fse verified the repair per established procedures and results met published performance specifications. There is the potential for treatment or further evaluation to be delayed based on the low, erroneous psa result. Diagnosis could be delayed with a potential for serious injury. Although hardware issues were addressed by the fse, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant prostate specific antigen (psa) results generated by the unicel dxi 800 access immunoassay system. A patient sample was tested for psa and a result of 3.85ng/ml was obtained. The instrument was set up to reflex any psa result of 3.0ng/ml or higher and the reflexed result was 4.41ng/ml. The result of 3.85ng/ml was reported out of the lab and the physician has not questioned the result to date. The original sample was re-tested 3 days later, and a result of 3.95ng/ml was contained initially and 1.30ng/ml upon reflex. The customer considers the reported result of 3.85ng/ml to be correct. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.